Event description:
It was reported that a recurring cgm error 42 occurred. There was no reported impact to the customer¿s blood glucose level. The customer followed prior guidance to troubleshoot independently, pump function was restored, and he was advised to call back if issue persisted.